Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) zest per 20-201. Returned product evaluation: condition of the returned complaint related product was evaluated to confirm the reported product complaint.  The complaint and product associated has been received.  There is no manufacturing defect noted. No device lot number was provided so a device history record review and a complaint history review could not be performed.  The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h6: evaluation codes, h10: additional narrative. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of the event unknown / not provided. Additional device information, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that iloa004 abutment screw fractured. Fractured part was removed from the implant. Dental site 3.